Event description:
The user facility reported that when the wire was threaded over the sheath, it would not advance. Follow up communication with the user facility confirmed the following: (1) prior to heart cath. Radial access the sheath was prepped; (2) when the wire was tried to thread over the sheath, it would not advance; (3) it seemed as if there was no hole to advance the wire through; (4) this was noticed prior to being used in the patient; (5) a new sheath was used from the same lot number and worked as it was supposed to; and (6) the procedure was completed successfully.

Manufacturer narrative:
The actual sample was returned to the manufacturing factory for evaluation. Visual inspection upon receipt found that the dilator had been flexed at approximately 5mm from the distal tip. Magnified inspection of the distal tip found it had been deformed into an inward crushed shape. The dilator was cut at the segment adjacent to the flexure. Magnified inspection of the cross-cut section did not reveal any anomalies that would have contributed to the reported issue. The crosscut valve, after having been taken out of the sheath, was closely inspected under magnification. It was found to have a flaw off-center the slit. A review of the manufacturing and shipping inspection record of the involved product code lot # combination confirmed that there no production related problems. A review of the complaint files confirmed that this product code lot # combination has not been reported previously. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, the appearance of the involved sample is most consistent with the dilator having been inserted off-center of the cross cut valve, damaging the tip of the dilator. The potential for such an event is addressed in the instruction for user with statements such as the following: "insert the dilator into the center of the sheath valve. Forced insertion of the dilator which misses the center of the sheath valve may cause damage, and result in blood leakage". All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4).